Event description:
Boston scientific-target was notified that the case being treated was a right p-com aneurysm (9.5x6 mm. Neck: 3.5 mm) with gdc 10-3d- 3-d shape synerg detection circuit 8-mm x 20-cm, gdc 10-3d 3-d shape synerg detection circuit 6-mm x 15-cm, gdc 10-standard synerg detection circuit 8-mm x 20-cm, and gdc 10-standard synerg detection circuit 6-mm x 20-cm. The fifth coil, gdc 10-soft synerg detection circuit 4-mm x 8-cm could not be placed inside the aneurysm and was easily withdrawn. The tracker excel-14 microcatheter was displaced and was easily reinserted. Additional placement of this gdc 10-ultrasoft stretch resistant coil synerg detection circuit 4-mm x 8-cm failed. During withdrawal, spontaneous detachment happened. No stretching of the device was seen. The device has contact and was fixed at the coils inside the aneurysm. With the retriever-18 coil was caught and withdrawn, coil is available for further examination in a plastic tube filled with saline. While working with the retriever-18, the pt developed vasospam with temporary occlusion of right a1-segment. After 20 minutes and application of 2500 iu normal heparin the aca was recanalized. Per additional received through the hosp staff: pt presented with sah, hunt & hess grad IV. Per a CT scan performed on 6/2002, there was extensive hypoxic ischemic encephalopothy in both hemispheres, predominantly in the right hemisphere, with brain edema. Pt is now therapeutically minimalized. At the moment and since the procedure the pt didn't have any acute or chronic infections.